Event description:
Customer reported that the device was not charging and had the service indicator illuminated. The facility biomed tested the device and observed that it immediately went into pacing mode after power up. The device would not come out of the pacing mode and was not available for other uses. There was no report of patient involvement with the reported event.

Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance and parts information to repair device. Follow up with biomed found that replacement of the u28 (that houses the smartwatch coin cell battery) chip on the main pcb assembly resolved the reported issue. After chip replacement, biomed reported that the device still had fault codes in the memory. Physio informed biomed the need to re-calibrate the device to get rid of the fault codes and provided instructions.